Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the returned device is fractured. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Device has a potential field age of 8 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured during surgery when the surgeon hit it with a mallet. There is no additional information available.